Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system found blood on the stent implant and no contrast visible. The hypotube (proximal shaft) had two bends, which were not reported and are likely due to handling during packaging for return. There was no other damage noted to the sds. The stent implant was returned dislodged from the tightly-folded balloon and was undamaged other than the middle of the stent implant was bent. These observations are consistent with the reported stent dislodgement prior to use. As the balloon itself showed no signs of being bent, the bent stent implant is likely occurred after dislodgement due to handling for return. Stent dislodgement may also be influenced by multiple factors including but not limited to manufacturing processes or handling as well as account handling during removal of the protective sheath, preparation for use, or loading onto the guide wire. The outer diameters of the returned stent were measured and did not meet manufacturing criteria. However, during stent dislodgement, it is possible for the original crimped outer diameter to increase as it travels over the balloon taper. Also, the measurements were near the stent bend which may have impacted the outer diameter there were crimp marks on the tightly-folded balloon, which may suggest that the stent was crimped properly and securely on the balloon. During manufacturing, all stent delivery systems are 100% inspected for stent damage, proper stent placement, and measured for proper crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent movement and proper crimped stent outer diameter. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint database for the reported lot revealed no other incidents reported for stent dislodgement. Although there was no reported issue during sheath removal or advancement on the guide wire, there is also no indication of a product quality deficiency based on the manufacturing record review of the reported lot. A conclusive cause cannot be determined for the reported stent dislodgement prior to use.

Event description:
It was reported that the zeta stent dislodged onto the guide wire prior to entering the patient. There was no reported difficulty removing the sheath or advancing on the guide wire. There was no delay in procedure and no adverse patient effects. A new zeta was used to continue the procedure. No additional information was provided.